Event description:
The device was used during an unk procedure. It was reported that the device was received by the contact person with a note stating the product did not work properly and there was no add'l info available. There was no consequence to the pt.

Manufacturer narrative:
9/9/96 1400 attempted to reach contact person. No answer. 9/11/95 1055 contacted source. She stated there is no other info available. A1,2,3,4,b6,7,d10-info not provided by user facility. H4,d5-info not available. Results of evaluation: conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "did not work properly" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be ID. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.